Event description:
Synergy china registry: it was reported that ischemia and in-stent restenosis occurred. In march 2020, the subject presented with stable angina was referred for cardiac catheterization. The target lesion #1 was located in the middle right coronary artery (rca) with 100% stenosis and was 28 mm long with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated by the placement of 2.75 mm x 32 mm synergy stent system with the residual stenosis of 0%. Pre-dilatation and post-dilatation were not performed. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with posterior circulation ischemia and was hospitalized on the same day for further evaluation and treatment. It was noted that stenosis was seen inside the stent. Percutaneous coronary intervention (target vessel revascularization) was performed, and medication was given to treat the event. Six days later, the outcome of the event was considered to be recovered/resolved and on the same day, the subject was discharged on aspirin and clopidogrel. It was further reported that in (B)(6) 2023, the subject was referred for coronary angiography which revealed: 90% proximal stenosis in the left anterior descending (lad) artery (non-target vessel) and 95% mid segment stenosis in the rca (target lesion). Percutaneous coronary intervention (pci) was performed in the proximal lad. Post intervention, the residual stenosis was noted to be 10%. The 95% stenosis in the mid rca which had previously placed study device was treated with pci (target lesion). Post intervention, the residual stenosis was noted to be 10%.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
E1: (B)(6).

Event description:
Synergy china registry. It was reported that ischemia and in-stent restenosis occurred. In march 2020, the subject presented with stable angina was referred for cardiac catheterization. The target lesion #1 was located in the middle right coronary artery (rca) with 100% stenosis and was 28 mm long with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated by the placement of 2.75 mm x 32 mm synergy stent system with the residual stenosis of 0%. Pre-dilatation and post-dilatation were not performed. Five days later, the subject was discharged on aspirin and clopidogrel. In may 2023, the subject was diagnosed with posterior circulation ischemia and was hospitalized on the same day for further evaluation and treatment. It was noted that stenosis was seen inside the stent. Percutaneous coronary intervention (target vessel revascularization) was performed, and medication was given to treat the event. Six days later, the outcome of the event was considered to be recovered/resolved and on the same day, the subject was discharged on aspirin and clopidogrel. It was further reported that in may 2023, the subject was referred for coronary angiography which revealed: 90% proximal stenosis in the left anterior descending (lad) artery (non-target vessel) and 95% mid segment stenosis in the rca (target lesion). Percutaneous coronary intervention (pci) was performed in the proximal lad. Post intervention, the residual stenosis was noted to be 10%. The 95% stenosis in the mid rca which had previously placed study device was treated with pci (target lesion). Post intervention, the residual stenosis was noted to be 10%. It was further reported that in march 2020, the target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 32mm synergy china stent system. Following post dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and ticagrelor. In may 2023, the patient was diagnosed with unstable angina pectoris, not posterior circulation ischemia as previously reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
Synergy china registry. It was reported that ischemia and in-stent restenosis occurred. In (B)(6) 2020, the subject presented with stable angina was referred for cardiac catheterization. The target lesion #1 was located in the middle right coronary artery (rca) with 100% stenosis and was 28 mm long with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated by the placement of 2.75 mm x 32 mm synergy stent system with the residual stenosis of 0%. Pre-dilatation and post-dilatation were not performed. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with posterior circulation ischemia and was hospitalized on the same day for further evaluation and treatment. It was noted that stenosis was seen inside the stent. Percutaneous coronary intervention (target vessel revascularization) was performed, and medication was given to treat the event. Six days later, the outcome of the event was considered to be recovered/resolved and on the same day, the subject was discharged on aspirin and clopidogrel.